Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed 'system error 345'. The cause was identified to be the out of specification ultrasonic sensor. The ultrasonic sensor could not be calibrated and requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h10: a service history review was performed and found that the device has been serviced within the last twelve (12) months for the same issue of system error 345 (thermistor disparity). The issue was not reproduced and the device was found within specification. The ultrasonic sensor was replaced due to environmental conditions. All required service actions were completed in the last service cycle.